Event description:
It was reported that the device was used during a hemorrhoidectomy. The surgeon stated that the device would not fire. The device was closed and locked on tissue. The surgeon had to sew for the remainder of the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Breakaway washer indented the analysis results found that the device arrived in good visual condition without staples. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.